Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is currently being monitored and has not been has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the information provided, as the patient has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be/is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and/or the device (s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
This case was reopened on november 02, 2015 to enter additional information which had been received on october 27, 2015. Since this case is related to the issues for which zimmer implemented a notification in july 2008, zimmer (B)(4) will close this case once again. (B)(4).

Event description:
A product liability claim was raised. It has now been reported that the patient was implanted a durom acetabular component 56/50 p on (B)(6) 2007. The patient was revised on (B)(6) 2015 due to pain, pseudotumor, elevated metal ions, osteolysis, corrosion, loosening and wear.

Event description:
It was reported that the patient was implanted a durom acetabular component on the left side on (B)(6) 2007 and the patient is being monitored due to pain and loosening.